Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a blood clot was identified and the patient developed significant pulmonary bleeding. Cold saline was initially used to try to manage the bleeding. A standard bronchoscope was then used, and the ion system was disconnected from the patient. The physician noted this was a transbronchial forceps biopsy, explaining that hemorrhaging can occur in any biopsy case and attributed the bleeding to necrotic tissue from the suspected tumor. While the ion procedure was successfully completed, the overall procedure duration extended by approximately 30 minutes since cryoprobes were unavailable for effective blood clot removal, necessitating the use of forceps instead. The patient experienced temporary hypoxia during the bleeding episode with an estimated blood loss of 30 ml. No blood transfusion was needed. Platelets were normal. The patient was already admitted as an inpatient when the ion procedure took place, was successfully extubated in the post anesthesia care unit (pacu), remained stable, and subsequently discharged home.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.